Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this product was part of a system revision due to infection. There were no additional adverse effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this lead was part of a system revision due to infection. The entire system was extracted and the patient was treated with intravenous antibiotics to resolve the issue. There were no additional adverse effects reported. There were no additional adverse effects reported.